Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, attempts to place the right ventricular lead at a site with good measurements was unsuccessful. The lead was no longer used and replaced. The patient was in stable condition.